Event description:
It was reported that when an asymptomatic patient presented in-clinic during a follow- up, non sustained lead noise episodes due to post paced t-wave oversensing was noted. The oversensing was noted on an stored egm. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.